Event description:
It was reported that a large volume folfusor had particulate matter in the solution in the reservoir after filling with fluorouracil. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample has been requested. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, a supplemental report will be submitted.